Event description:
Patient was revised to address knee pain. The poly was upsized and the patella cut thinner. It was noted that the bone had formed on the anterior tibia and patella area. (Left knee).

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product lot code required was not provided. Requests for additional investigational inputs are being made in accordance with wi-7915 appendix a; rev. C. No information has been obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.